Manufacturer narrative:
A follow up was performed with the customer, and the responder reported that the caster brake was not fully retracting when released, and it rattles as the cart rolls. The customer did not specify if the caster was replaced, and the issue was resolved. It was not confirmed if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's cart was had castors that had deteriorated. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer had requested the part numbers in order to replace the locking casters. A follow up was performed with the customer and was reported that the replacements were needed as the casters on the cart had deteriorated. The customer reported that there were no issues with the device. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction- after further review it was determined that the below information was missing from prior submission. The customer reported that one caster was replaced; however, it was not confirmed if the issue was resolved, or if the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.